Manufacturer narrative:
Customer did not have this information. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and a suction loss occurred 3 times in the left eye (os) using a patient interface. The procedure was switched to photorefractive keratectomy (prk). The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Bcva from (B)(6) 2021. Right eye pre-op 20/20 -3.75 x -.25 x 90. Left eye pre-op 20/20 -2.50 x .00 x 90. This report is 1 out of 2.